Event description:
It was reported that this implantable lead had straightened that was confirmed through xray. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial MDR in block b5 event description and h6 device codes. This supplemental report was created to capture additional information and this complaint no longer meets reportable criteria.

Event description:
It was reported that this right atrial (ra) lead had no longer slack. Regarding the cause of loss of slack in the lead, the physician believes it was due to that the patient had a lot of fat in the chest area. This lead was revised and remains in service. No adverse patient effects were reported.